Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error e117 appeared when the device was powered on and was found to be caused by a failure of the solid state drive (ssd). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that error e117 appeared when the subject device was powered on in the clinical engineering lab. As this event occurred in the engineering lab, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the solid state drive (ssd) failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide: ·code:e117 ·error message:otv error ·possible cause:camera control unit malfunctions. ·solution:immediately turn the light source off and turn it on again after a while.if the same problem occurs after turning the light source on again,immediately turn the light source off,unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.